Event description:
Customer reported smoke came out of the instrument. There was no report of injury for this event.

Manufacturer narrative:
The investigation determined issue was due to a main board failure. The main board was replaced by a siemens field service engineer. System is operational.